Event description:
Per the clinic, the patient experienced skin necrosis at implant site. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced an infection at the implant and was treated with oral antibiotics (keflex, duration not reported). The implanted device remains. This report is submitted on august 23, 2022.